Event description:
Customer reported a possible channel disconnect event. One of the channels stopped or shut off while infusing on a pt. The incident occurred in the ICU on a pt receiving a vasoactive medication. The nurse saw the channel shut off when she disconnected the module next to it. She was able to intervene and get it started immediately, so there was no harm to the pt. No other pt/event details are currently available.

Manufacturer narrative:
(B)(4). The device was examined during a site visit on (B)(6) 2012. The left (female) iui on the pc unit has a crack that is difficult to see with naked eye, but the customer was satisfied that they do not need an investigation because they understand that the cracked iui could lead to the channel disconnect.